Event description:
Per the report, "the c-arm used in the or is not functioning correctly. Fluoroscopy images and runs are not uploading into the pacs system. These images are needed for clinical decision-making and future operations/procedures. This will result in additional imaging and procedures for the patients that he/she would not otherwise need." During the procedure, the machine was unable to complete a cone beam spin. After minutes of troubleshooting, we were able to perform the sequence, although the machine was still giving difficulties. The procedure was eventually completed but delayed due to the errors. Manufacturer response for philips veradius c-arm, (brand not provided) (per site reporter) philips service was notified. We are awaiting their call to come in for service.

Event description:
Per the report, "the c-arm used in the or is not functioning correctly. Fluoroscopy images and runs are not uploading into the pacs system. These images are needed for clinical decision-making and future operations/procedures. This will result in additional imaging and procedures for the patients that he/she would not otherwise need." During the procedure, the machine was unable to complete a cone beam spin. After minutes of troubleshooting, we were able to perform the sequence, although the machine was still giving difficulties. The procedure was eventually completed but delayed due to the errors. Manufacturer response for siemens artis pheno c-arm, (brand not provided) (per site reporter). Siemens service was notified. We are awaiting their call to come in for service.